Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) via email, alleging that the subject meter intermittently would not display a result after a sample was applied to the test strip and the meter counted down. No additional information was provided. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.